Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017 with blood glucose of 630 mg/dl, his current blood glucose is 236 mg/dl. The customer experienced symptoms such as felt faint, weak like he was going to die, high pulse rate incoherent. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer is still hospitalized. The insulin pump will not be returned for analysis.